Event description:
The manufacturer received information alleging a ventilator inoperable condition occurred. The user alleges the device quickly restarted and the user continued to use the device. There was no harm or injury reported. No medical intervention was specified. The salesperson contacted the user and requested the device be replaced. During evaluation of the device at the manufacturer's service center the alleged issue could not be confirmed. However the log showed that an external flow sensor had failed causing the device to reboot. The main pc board was replaced in the device.